Event description:
On (B)(6) 2011, the pt's husband reported, the pt has been experiencing elevated blood glucose of over 300 mg/dl lately. Her normal blood glucose range is 120-150 mg/dl. He stated that when the pt's blood glucose was elevated she would change the infusion set and find the cannula was bent. The pt has also experienced elevated blood glucose with other infusion set types. He stated elevated blood glucose has been ongoing for the past yr and believes the infusion device is not properly delivering basal rates. He stated the basal rate has been adjusted several times with no result. The infusion site and tubing is changed every 3-4 days, the cartridge is changed every week, and the adapter had not been changed in 6-8 months. The pt did not require treatment from a health care professional or second party to address the issue. The alleged infusion sets were discarded. The infusion device was replaced. The infusion device, cartridge, and adapter were requested to be returned for eval.